Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger intermittently charged inefficiently, with periods where the ilet remained on the charging pad for extended time while the battery increased at a slow rate. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Customer care performed investigative communication with the user and review of device use conditions, limited by the user¿s inability to access the charger due to mobility issues. Investigation of this case revealed a suspected charger performance issue consistent with diminished or inconsistent wireless power transfer, with no evidence of device alarms or clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was likely a charger malfunction or performance degradation.